Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had exhibited a few low out-of-range impedance measurements of less than 200 ohms. This product remains in service. No adverse patient effects were reported.